Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for right sided vision loss, left sided drift, and left facial droop. The patient was found to have distal right internal carotid artery (ica) into middle cerebral artery (mca) thrombus. The patient was stabilized without further worsening of symptoms until approximately 7:30 am on (B)(6) 023 when the patient reported being unable to lift their left arm and was slow to answer orientation questions. The patient was taken emergently to neurovascular intervention for thrombectomy. It was noted that the patient was in the process of being prepared for left ventricular assist device (lvad) explant due to significant lv recovery. The patient had been hospitalized (B)(6) 2023 through (B)(6) 2023 for final assessment of all systems and was planned for pre-surgery admission on (B)(6) 2023 with explant scheduled for (B)(6) 2023. The explant was postponed due to concern over hemorrhagic conversion of stroke while heparinized on cardiopulmonary bypass. Log file review found low flow events on (B)(6) 2023. The patient was monitored with CT scans and intravenous heparin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided.